Event description:
Customer's son reports back to back testing on the same meter while using the advantage system with results of 270mg/dl and 75mg/dl. No qual controls were run. No adverse event reported. A request was made for return of the suspect prod and a replacement was sent.